Manufacturer narrative:
(B)(4). A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip cannot be formatted or locked. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot#: 73j1600429 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 07/22/2016. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was returned with one clip remaining. The clip was visually examined with and without magnification. Visual examination of the returned cartridge revealed th at the lone remaining clip was loose in the cartridge, but appears typical. No issues were observed with the clip itself. The clip applier was not returned. Reference file: (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The returned clip was manually loaded into the jaws of the applier and was successfully applied to true-max tubing without breaking. No functional issues were found with the returned clip. Reference file: (B)(4) for investigation photos. The IFU for this product: l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips not locking" was not confirmed based upon the sample received. Upon functional inspection, the returned clip was successfully applied to true-max tubing without breaking. No damages were observed to the returned clip. Since no functional issues were found with the returned clip and the applier was not returned, the reported issue could not be confirmed.

Event description:
It was reported that the clip cannot be formatted or locked. There was no patient injury.